Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on 27 feb 2019 that the patient had fallen and was hospitalized (B)(6) 2019 for a femoral fracture with surgery occurring on (B)(6) 2019. Before the fracture, the stoma was getting red and was exuding. The patient was started on antibiotic cefadroxil 500 mg tablets to treat the stoma infection. The reporter does not know the date of when the stoma issues were discovered or when the antibiotic treatment started but the end date of the treatment was the (B)(6) 2019. The patient was discharged on the (B)(6) 2019. At the time of this report the stoma has improved but is still exuding.